Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The ¿suspected medical device¿ reported in this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch unidirectional approved under p030031/s053. (B)(4) the device was not returned to bwi.

Event description:
This is a clinical study. It was reported that a (B)(6) female patient underwent an ablation procedure for paroxysmal afib. On (B)(6) 2016 and suffered cardiac tamponade the same day later which was treated with pericardiocentesis. The patient had a medical history of hypertension. The patient received the anticoagulation based on her weight, act was not monitored. The principal investigator declared that the patient had elevated diastolic blood pressure but no other abnormalities during procedure. The physician's opinion on the cause of this adverse event are bwi product malfunction, procedure, and patient condition related. However no bwi malfunction was reported. Transseptal puncture was performed using brk 407200 st. Jude needle. A 8.5f sl1 st. Jude medical fastcash sheath was used. Irrigated catheter was used with flow setting of 17ml/min. Generator parameters: power: 30-40w temperature: 43 celsius. During the procedure, power value was from 30 to 40 and the impedance was value from 110 to 140, but the temperature value was not reported.

Manufacturer narrative:
The device history record (DHR) for the lot number 17263894m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures.